Manufacturer narrative:
Philips service replaced the sib unit and monitored the system functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that sib failure caused geometry issues and multiple reboots on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.